Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lower anterior resection procedure, while being applied on the colon, the device had partially cut the tissue wherein only had one donut when the device was removed. In order to resolve the issue, the donut was left in. There was no patient injury.